Event description:
The pt's internal magnet was displaced. Surgery to put the magnet back in place was successful. The pt reportedly fell down and had edema at the implant site prior to magnet revision surgery. Advanced bionics is in the process of gathering more info and will submit a supplemental report once more info is obtained.